Event description:
Reporter stated that patient received the following results on active system compared to a professional meter within 10 minutes: 258 mg/dl (active system ) and 40 mg/dl (professional meter). The customer had hypoglycemic symptoms of trembling at the time of these results. The customer self treated with "some sweets" and felt better immediately. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).